Manufacturer narrative:
Qn#(B)(4). The customer provided two images for analysis. The images show discoloration of the catheter at the tip. The customer also returned one mac catheter and lidstock for analysis. No definite signs of use were observed. Visual analysis revealed a discolored white material within the skive; however, it is an intended portion of the catheter extrusion, serving as a plug. No obvious foreign material was observed within the catheter. R & d was previously contacted to provide additional clarification of the white material visible within the skive. They stated that it is a plug bonded into the extrusion to prevent blood or other fluids from entering the distal portion of the proximal lumen between the skive and the tip. It also provides strength to the extrusion so that the tipping process functions as intended. This white plug material can occasionally show through the tipped region of the blue extrusion due to the tipping process. Therefore, the material within the plug is an intended subcomponent of the assembly. The customer report of foreign material observed within the kit could not be confirmed through investigation of the returned sample. A white material was observed within the skive, but it is an intended portion of the catheter body extrusion. The white plug functions to prevent blood or other fluids from entering the distal portion of the proximal lumen between the skive and the tip. Therefore, based on the customer report , sample received, and comments from r & d, no problem was found. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that "1 of the catheters was found to be defective from a kit: tip is discolored and dirty, also looks like there is a foreign object in one hole." A new kit was used to finish the procedure. There was no reported patient harm or consequence. Associated complaints 9680794-2024-00164 and 9680794-2024-00163.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "1 of the catheters was found to be defective from a kit: tip is discolored and dirty, also looks like there is a foreign object in one hole." A new kit was used to finish the procedure. There was no reported patient harm or consequence. Associated complaints 9680794-2024-00164 .